Event description:
During a frontal sinus drill-out, the surgeon placed the drill inside of the patient's nasal passage and the drill bit broke. The drill bit tip was recovered by the surgeon and inspected. The drill-bit was intact. No injury to the patient or additional intervention required.